Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient alleges that the infusion device was delivering an inaccurate amount of insulin. The patient stated that the infusion device had shut off during the night and his blood glucose levels went low. He was able to self-treat by eating dextrose. He stated that after changing the battery in the device, the date and time settings were not retained. The patient's basal rate is 120 units of insulin per day. He stated that during a day that he had programmed a temporary basal rate of 40%, he received a total basal rate of 315 units of insulin that day. No adverse event was reported. The infusion device was requested to be returned for product evaluation.